Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) level of "high." Customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer administered a correction bolus to resolve the bg.